Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Three units of catalog number x7-767wm50ns (tev wh br 5-0 t-3 in 30x50ns) were received for analysis. Visual inspection was performed to the samples provided by the customer, using a magnifying glass 7x as per qa-sut-001, finding pieces acceptable; the samples were missing original packaging, the samples received were only the needle attached to the suture. No corrective actions can be implemented due to the fact that the samples received met specifications established in the plant. Customer complaint cannot be confirmed since the samples that were received accomplished specifications based on the procedures. MFR will continue to monitor and trend similar complaints. No result code available that could accurately describe that the complaint was confirmed, but the root cause is unk.

Event description:
Complaint alleges: bent needles were observed upon incoming inspection. No pt injury reported.